Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device displayed a "attach pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
Zoll medical corporation has received the data file. During the investigation it was noted that the logs confirm the event date is 4/24/2025 rather than 4/25/2025. The sequence of events confirms that when all criteria is met, the device is capable of performing all device functions. The device was fully evaluated at zoll UK with no issues identified and the device has been recertified for clinical use. Correction: b3 date of event. No trend identified with similar reports.